Manufacturer narrative:
Manufacturing site evaluation: evaluation is on-going, results not yet available

Event description:
Country of complaint: (B)(6). Needle broke during suturing of cervical tissue.